Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the hard-to-use cable can't be locked. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Source case notes indicate the bench repair technician confirmed the connector was stiff and would not lock unless force was used. The bench repair technician replaced the therapy receptacle. The device passed all performance assurance tests and was returned to the customer.